Manufacturer narrative:
Customer reported that a pyxis medstation es system experienced slow system performance during a code blue. Customer reported that the medication had to be obtained from a nearby device. The length of the delay was 3 to 5 minutes. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and determined that the reported performance issues were caused by the system's power management settings. The technical support specialist modified the power setting to prevent the device from shutting down when inactive and thus preventing the slowness upon system reboot. The device was monitored for 72 hours and confirmed operational.

Event description:
Customer reported that a pyxis medstation es system experienced slow system performance during a code blue event. Customer reported that the medication had to be obtained from a nearby device. The length of the delay was 3 to 5 minutes. Patient or user harm was not reported.

Event description:
Customer reported that a pyxis medstation es system experienced slow system performance during a code blue event. Customer reported that the medication had to be obtained from a nearby device. The length of the delay was 3 to 5 minutes. Patient or user harm was not reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1,d1,d4,g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-jun-2020 to 16-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that some of the network adapters were set to save power. Followed ka 000012948 process and resolved the issue. The system functioned as intended after being analyzed by a technical support specialist.